Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error 20602 (monitor motor stall). During functional testing, a system error was not reproduced; the pump was powered on and a set successfully ran on the pump with no issues. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined; however, a defective lvp mechanism was also identified. The lvp mechanism will be replaced to address the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed a system error and the pump stalled. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.